Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: tissue valve implanted: (B)(6) 2016.

Event description:
It was reported that there was noise along with impedance spikes and a polarity switch on the right atrial lead within a day of implant. During a revision procedure, the pocket was opened and the lead came right out of the header. The lead and device header was cleaned. Testing through the analyzer found no noise, but upon reconnecting to the device the impedance was noted to be decreased/low. A new device was implanted due to the physician's concern of a potential issue with the header. Upon connecting the lead to the new device, the decreased/low impedance measurement continued. The existing right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.